Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. The most likely cause for the discrepancy observed is possibly due to the off-label collection and/or contamination during sample handling. Review of the provided data suggested that true amplification was generated for the sars-cov-2 target. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem cannot be identified. The alleged lot 20207x was previously tested in-house with no issues. Facility name truncated due to character limit: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas liat analyzer and twice on a different cobas liat analyzer and yielded a negative result for all targets. A new sample was collected from the same patient and tested on the same and different cobas liat analyzers and generated negative results for all targets. The sample was also tested on cobas 6800 and generated negative results. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.